Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting post sensed t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.